Event description:
It was reported that during inspection, the cs300 intra-aortic balloon pump (iabp) noise appears on screen when ECG is not connected. There was no patient involvement.

Event description:
It was reported that during inspection, the cs300 intra-aortic balloon pump (iabp) noise appears on screen when ECG is not connected.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that cs300 intra-aortic balloon pump (iabp) facing noise on the screen issue when the ECG was not connected. A getinge field service engineer (fse) reported that noise appears on the screen when ECG is not connected during inspection. In order to fix the issue, the fse replaced the front end board (d670-00-0668) and power supply charger (d014-00-0033-05). The fse then conducted operation test after replacing the parts. Unit returned for clinical use is unknown. There was no patient involvement.